Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic due to dizzy spells. Upon interrogation, it was noted that the right ventricular lead was picking up noise and small amount of inhibition were occuring. The lead was reprogrammed and the patient was stable and would continue to be monitored.